Manufacturer narrative:
(B)(4). Medical devices: revitan prox. Spout 55; item# 01.00401.055; lot# 2571372. Biolox head 36 12/14; item# unknown; lot# unknown. Foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a revision surgery due to implant fracture took place approximately 11 years after implantation. Loosening of the pin from the distal part of the stem, rather than fracture, can be seen on the provided x-ray image. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. . D10 - biolox head 36 12/14, item #00-8777-036-02, lot unknown. The revitan stem was returned for examination with the biolox head still mounted on the taper of the proximal part. The biolox head has metal smears. The revitan stem was received disconnected at the connection between the pin and the distal part. Small revision damage in the form of scratches and nicks can be seen on the external surfaces of both proximal and distal parts. In the proximal region of the distal part, drilling was performed through the lateral wall from the outside. In the distal half of the distal part, very little tracks of bone ongrowth can be found. The proximal part and the connection pin are still assembled. There is no sign of bone ongrowth on the anchoring surface of the proximal stem, but polished areas are found, particularly on the medial side of the surfaces. The press-fit region of the distal part is heavily deformed. In the inside area it is possible to note a deep dent, close to the drilled hole. On the outside area, the wall of the distal part is heavily worn and thinned. Probably both damages are caused by the movement of the pin against the material. The distal face surface of the proximal stem is highly worn and polished. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Review of medical records states: the patient underwent a total right hip replacement due to pain, stem subsidence with leg length discrepancy and suspected loosening of acetabular cup. Radiograph were provided and reviewed by a health care professional. No bony fracture seen with intact greater trochanter. Mild cortical thickening of the medial proximal femoral diaphysis cortex; bone quality is within the limits and no anatomical abnormalities are seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.